Event description:
International customer reported that the device inflated with air two hours after initial activation. The device was reactivated but the same observation was made. The device was removed from service and exchanged. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance and the batch met all finished goods release criteria.